Event description:
Provider states that the bolts ripped through the back of the seat, and bracket that attaches the seat was very loose. Provider noticed that someone had wired the bracket to the seat. No additional information provided.